Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the peeled adhesive around the light guide (lg) lens was traced to component failure, and the most probable root cause of the foreign matter in the control unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a peeled adhesive around the light guide (lg) lens, as well as foreign matter in the control unit was observed. There was no patient involvement.